Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that on (B)(6) 2014, upon inserting the instrument / implant in to the interspinous ligament the surgeon noticed that the two instruments were coming apart. It was reported that the screwdriver had sheared off. The instrument was removed and implant loaded on a second instrument and successfully deployed. There was no reported impact to the patient. There was minor delay to the procedure. This is report number 1 of 1 for (B)(4).

Manufacturer narrative:
A device history review was conducted. The report indicates that there were no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Subject device has been received and is currently in the evaluation process. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is not distributed in the united states, but is similar to device marketed in the USA. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Our investigation of the returned instrument has shown that the tip is indeed broken off. Unfortunately we are not able to determine the exact cause which has led to this breakage. It is likely that far too much mechanical force (not aligned / positioned accordingly) has been applied and resulted in the damage of the screwdriver tip. Wear and tear are clearly evident; the device was manufactured in august 2009. The screwdriver was analyzed for conformance to print specifications as well as the device history record was researched, no abnormal findings were identified. The manufacturing documents were reviewed and no discrepancies to the specifications where found. No product fault could be detected. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.